Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for investigation. Advised customer to install a good known turbine or if not a good known mainboard. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 had alarm 316 - "blower failure" and does not cycle then shows alarm 401 - inspiration valve or device leaky during calibration. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, the root cause was determined due to defective moog blower unit. As a resolution, vyaire initiated part warranty replacement. Installed a known good turbine and the issue resolved.